Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: stryker itar-2 subject: (B)(6). During 2y follow-up visit on (B)(6) 2024, subject reported increasing pain and swelling to the inside aspect of the left ankle. Musculoskeletal exam indicated diffuse tenderness to the medial region of the left ankle and significant discomfort to the medial gutter. Imaging results showed a stable appearing left total ankle replacement with no lucency around the hardware. Possible impingement of the medial gutter was noted. Subject will continue to follow-up with surgeon and if pain continues the patient could require medial gutter debridement or possibly a spect CT scan. Subject was prescribed meloxicam for pain.

Event description:
As reported: "(B)(6). During 2y follow-up visit on (B)(6) 2024, subject reported increasing pain and swelling to the inside aspect of the left ankle. Musculoskeletal exam indicated diffuse tenderness to the medial region of the left ankle and significant discomfort to the medial gutter. Imaging results showed a stable appearing left total ankle replacement with no lucency around the hardware. Possible impingement of the medial gutter was noted. Subject will continue to follow-up with surgeon and if pain continues the patient could require medial gutter debridement or possibly a spect CT scan. Subject was prescribed meloxicam for pain."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.